Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted dislodged multiple times even after the lead was repositioned. The helix was extending and retracting appropriately during repositioning. The atrial lead was not implanted. No patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.